Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the outcome status was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced intracranial, cerebral vessels vasospasm with an onset date of (B)(6) 2018. Middle grade spasm on both sides of the anterior cerebral artery (aca) and middle cerebral artery (mca). The patient recovered and the issue resolved the same day. This event was not related to the disease under study and did not result in new or worsening of existing neurological deficits. Concomitant or additional treatment was given. This event did not result in congenial anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device, and causal relationship to the index procedure. The patient was undergoing surgery for treatment of a saccular, sidewall, left posterior communicating artery aneurysm with a max di ameter of 14mm and a 14mm neck diameter. Aneurysm dome width was 9.2mm and aneurysm neck size was 4.2mm. Parent artery diameter distal to aneurysm was 2.8mm. Parent artery diameter proximal to aneurysm was 3.1mm. There was complete stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. Additional information received reported the spasm was treatedwith nimodipon 80mg. Rupture status of target aneurysm is unclear. Summary notes MRI/mra follow up checks showed multiple right hemispheric embolic infarctions and moderate vasospasm. Medtronic received a report that the patient had no new neurological deficit after the intervention; however the MRI showed the infarction on the left side (same side as aneurysm). The patient experienced thromboembolic event with an onset date of (B)(6) 2018. The patient recovered and the issue resolved on (B)(6) 2019. This event had a causal relationship to the disease under study. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as causally related to the antiplatelet medication, study ancillary device, and study device, and possibly related to the procedure.